Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Incident details surrounding event: 10057 was used because of asfycsia. Cup break down at once with very light traction. Customer took kiwi cup and all went well. Ref : e-complaint (B)(4).

Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned *analysis and findings distribution history the 53347 m-cup sub assy. Mystic was purchased from carclo technical plastics. Manufacturing record review a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review a review of the incoming inspection record could not be performed because the complaint product lot number was not provided. Should the complaint product lot number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Review of the photos confirmed the complaint condition. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause while no definitive root cause could be reliably determined, the potential cause may be due to the device being subjected to use in a manner contrary to its intended use or function *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
10057 was used because of asfycsia. Cup break down at once with very light traction. Customer took kiwi cup and all went well. 1216677-2020-00075-1 mystic ii mushroom cup 10057 (B)(4).